Event description:
Bd insyte autoguard needle would not retract when release button was pushed.what was the original intended procedure?IV catheterization.device #1is this a laboratory device or laboratory test?no.